Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient's daughter has alleged that her mother passed away due to heart disease. She also states that the patient stopped using the device before she died. The patient was seeing a doctor regarding the CPAP issue, and learned there was a recall. The device was returned to a third-party service center. The technician confirmed there was no visible foam particles present during the device evaluation. Device was repaired.